Manufacturer narrative:
Follow up attempts were made to obtain additional information regarding patient information; no response received.

Event description:
The international customer reported the ventilator is not ventilating the patient. The customer reported patient involvement with no harm to the patient.